Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: the samples consist of one (1) cassette unit from part number 21-7302-24 and lot number 3834166; the returned sample was received in used conditions with its original package, decontaminated and inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Samples could not be tested using the uson leak tester due were received in used conditions with remains of medication inside of the ay bag, these remains could damage the equipment. Functional testing: the sample was fill whit colored water using a syringe to detect any leakage. Results: the sample unit present leaks in the neck of the ay bag, therefore it is confirmed the failure mode reported. The cause of the reported problem was traced to the manufacturing process. Procedure not followed: the form related to the procedures pm-1011, for to register units with leak were not filling up, as well the method to test the units in process was not followed as is required, forcing the equipment to release parts with potential leak condition. Action taken: pm-1011 was update from rev 120 to rev 121 to clarify the steps to segregate the cassettes when the leak test fail. The format pm-1011-01 was updated to record the fails detected in the leak test process. Complete on 14/apr/2021, action was implemented after manufacturing date lot reported.

Event description:
It was reported the device was in use when leakage occurred. No adverse effects reported.